Event description:
It was reported that revision surgery was performed due to pain and a reported clicking noise in the pt's hip. The ceramic femoral head and acetabular cup were replaced with the same type devices.